Event description:
The patient underwent a sono-hysterogram using a goldstein catheter. At the time of the catheter removal, the white plastic positioner catheter tip was not removed at the same time that the catheter was removed and remained in the patient's vagina. The patient self-removed the positioner catheter tip later after the procedure and notified the physician. Concern has been raised that this product is comprised of two pieces that can be separated and have no safety mechanism to keep the two pieces together and that there are products that do not separate that may be safer for patients.